Event description:
The customer reported to customer service that she saw visible smoke and sparks coming from the power supply for her breast pump. No injuries were reported.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, she indicated that she did saw sparking, a brief flame and smoke approx one inch from the point where the transformer meets the cord and that there was visible melting afterwards which exposed wires. She also indicated that her replacement power supply is working without issue and that no injuries were sustained as a result of the issue. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short which could cause sparking and/or flame. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed melting and a breach in the insulation at the strain relief, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.44 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as open to 0.75 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 57.4 ohms, which is normal and indicates that the thermal fuse did not blow.